Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that there was an issue during the procedure where they couldn't correctly connect the lead to the extension. The physician need to force it a little. Then the impedance values were high on some contacts. They changed the extension, but the same issue occurred. For the third extension, the issue was solved. No symptoms were reported, and the patient was alive with no injury.

Manufacturer narrative:
Other relevant device(s) are: product ID: 37081-40, serial/lot #: (B)(4), ubd: 09-jul-2025, UDI#: (B)(4) ; product ID: 37081-40, serial/lot #: (B)(4), ubd: 20-jul-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.